Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The surgeon was performing an iliac endarterectomy to treat a calcified lesion. The sheath wire was in the opposite side up into the abdominal aorta for protection. The iliac artery was severely damaged and the physician had advanced a 12mm x 40mm medtronic balloon through a 7f to tamponade the calcified distal abdominal aorta. No damage was noted to the device or it's packaging and the device was prepped as per the IFU with no issues. The balloon did not pass through a previously deployed stent and no resistance was found advancing the device. No excessive force was used. The balloon burst longitudinally during inflation at approximately 3-4 atm and all fragments were removed. The physician commented that he believed that the balloon ruptured due to anatomical difficulties and highly calcified lesion. No patient injury was reported.